Manufacturer narrative:
Add'l info has been requested. If add'l info is received it will be provided on a supplemental report.

Event description:
It was reported that, "pa was placing apex pin for use in navigation ortho lock mounting and the tip of the pin broke off in the pt's anterior tibia. The tip was contained in cortical bone. Dr. Left it."